Event description:
Pt called lfs and alleged that their meter lost the code number after replacing the batteries. Pt reported that after replacing the batteries and resetting the code, date, and time, they performed a meter to lab comparison. The meter result was 7.8 mmol/l and the lab result was 12.4 mmol/l. The pt does not rememeber if they were fasting at the time. The pt stated that they were also unable to verify if the meter was in the correct unit of measure and if the test strips were in good condition. They stated that they thought that the code number and their technique were correct at the time of the comparison. Based on the info provided by the pt, the case is being reported as a malfunction due to the meter losing the code number after replacing the batteries. The pt did not allege any harm or injury. The meter is being replaced for the pt.